Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient was having x-rays ordered and needed to get the guidelines related to the implantable neurostimulator (ins). They stated the patient had many falls since, and it was noted as a new symptom. The consumer stated that every time the patient falls, they have to call the emergency medical team (emt) because they were not able to get up. At the time of the report, the patient was in the hospital having an x-ray. They were checking the patient's chest to see if there were any blood clots in the chest. The front of the patient's head and back of their head had bruising. They also had bruising on their hips and back of their legs. The consumer had the programmer available in case they needed to turn off the ins. The patient saw their healthcare provider (hcp) on monday, prior to the report and they were told the implant looks good. They were seeing their hcp again, the following monday. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.